Manufacturer narrative:
Details of complaint: on 12/3/2018 customer stated device was stuck on splash screen. Customer received error message "operation system setup". When tried to run off of the second hard drive, the same issue was encountered. To date, the device has not been received at nka for evaluation. Service requested: exchange. Service performed: exchange. Investigation result: device was put into service on 1/12/2017. Service history shows this is an isolated incident for this device. Due to device have not been sent to nka for evaluation, the root cause of the issue could not be evaluated.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) consignment unit, which was provided by nihon kohden to temporarily replace a unit that was sent in for repair, spontaneously shut down.

Manufacturer narrative:
The customer will be provided with another consignment unit to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) consignment unit, which was provided by nihon kohden to temporarily replace a unit that was sent in for repair, spontaneously shut down.